Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right common iliac artery. After inserting a non-boston scientific (bsc) introducer sheath, the lesion was crossed with a jupiter fc guidewire. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).